Event description:
Patient called in to report that both their batteries are charged but when inserted into battery pack they do not start the monitor. Troubleshoot unsuccessful. The inability to boot up indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed thera

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor failed inspection for no power, sound or display confirming the reported issue. Monitor was disassembled and was replaced with known good system board and the unit booted up normally. Additional report indicated that the monitor was damaged. Occasional damage to wcd components is foreseeable due to rough handling in the home use environment. Will continue to trend for future occurrences.